Event description:
It was reported that the customer experienced multiple freestyle libre 3+ sensor pairing failures during warm-up with the ilet bionic pancreas, with two sensors failing and a third initially pairing and then ceasing to provide readings, after which rescanning restored function; replacements were directed to the cgm manufacturer. No clinical signs, symptoms, or conditions were reported. Outcomes included no hospitalization and no medical intervention beyond troubleshooting and cgm replacement processing. User support included remote troubleshooting and guidance, followed by transfer to the cgm manufacturer for replacement handling. Investigation of this case revealed intermittent cgm communication and pairing malfunction attributable to the cgm sensor system rather than the ilet controller or pump. It was concluded, based on previously established findings for similar reports, that the cause was a cgm sensor malfunction.